Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the clinician attempted to program a 55ml morphine pca but selected a 30ml syringe because "55ml syringe option did not show up" the syringe being used was a medline 60ml syringe. At the end of infusion, there should have been 21.21ml morphine residual according to the medication administration record (mar) however three was only 4ml residual left in the syringe and 2.1 left in the tubing for a total of 6.1ml. Preliminary reports from the all infusion detail report pulled from the knowledge portal sated " up until (B)(6) 2023 2:49:31, the 55 mg/55 ml concentration of morphine was used. Then, at (B)(6) 2023 2:51:16 the concentration used was 30 mg/30 ml. The concentration returns to 55 mg/55 ml at (B)(6) 2023 18:09:54. There was patient involvement but no harm.

Event description:
It was reported that the clinician attempted to program a 55ml morphine pca but selected a 30ml syringe because "55ml syringe option did not show up" the syringe being used was a medline 60ml syringe. At the end of infusion, there should have been 21.21ml morphine residual according to the medication administration record (mar) however three was only 4ml residual left in the syringe and 2.1 left in the tubing for a total of 6.1ml. Preliminary reports from the all infusion detail report pulled from the knowledge portal sated " up until (B)(6) 2023 2:49:31, the 55 mg/55 ml concentration of morphine was used. Then, at (B)(6) 2023 2:51:16 the concentration used was 30 mg/30 ml. The concentration returns to 55 mg/55 ml at (B)(6) 2023 18:09:54. There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number is a concomitant. Please refer to manufacturer report number 2016493-2023-252444, which captured the correct suspect device per investigation report.